Event description:
Information was received indicating that on two separate occasions the cadd administration set tubing was leaking at the filter. No adverse patient effects were reported.

Manufacturer narrative:
Event problem and evaluation codes: updated . Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection results: the sample don't present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. Could cause the failure mode reported, some components are missing, the spike cap and the valve cap. Functional testing: leak test results: the sample was tested using the pressure tank at 45 psi with colored water to detect any leaks. Results: during testing, a leak escaping from the filter air outlet was found in the sample. The complaint is confirmed. Based on the increase of reported complaints for filter leaking a CAPA was open in order to perform a complete root cause analysis of this failure mode. Root cause identified by rd team: for filter leakage is silicone oil transferred from the syringes and/or vials into the medication reservoir during the filling process by the customer. The cause of the reported problem was traced to the user. Due to customer have not provided lot number of the component returned, there is not documentation to review the history of the process.